Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not remove the residual air from the cartridge. Tandem technical support educated the customer that they need to complete the cartridge air removal step. There was no adverse impact to the customer's blood glucose level. Customer reloaded the cartridge to resolve the issue.